Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 353 mg/dl after pausing insulin delivery during physical activity. The user resumed ilet therapy, and the correction algorithm brought glucose values downward. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.